Event description:
It was reported that high impedance was observed. After the positioning of the atrial lead the right ventricular lead was measured and an out of range impedance and fluctuating sensing was then noted. The lead was changed and a new lead was implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. Analysis was normal. No anomalies were found.